Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing sets were found to be separated at the middle port located below the silicone segment. It was later stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing sets were found to be separated at the middle port located below the silicone segment was confirmed . Visual inspection observed that set 1 was separated at the engagement between the tubing to the second smartsite¿s inlet port. Closer inspection observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. It was also observed that set 2 was misassembled with one additional smartsite in placement of the expected male luer component. No separations were observed. Functional testing could not be performed due to the separation on set 1 and the missassembly of set 2. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the tubing sets were found to be separated at the middle port, located below the silicone segment. It was later stated that there was no patient involvement associated with this event.